Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, the device failed steps during testing and displayed a larger than expected leak value. The device was recalibrated to address the issues.